Event description:
A report of pt no longer receiving adequate coverage from the precision system has been reported. The pt received steroid epidural injection on her back to help with her lumbar. The pt is reportedly doing well.